Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the battery will not hold a charge is confirmed. The sr8 will not hold a charge when unplugged from the ac adapter and 50% battery life left the sr8 shuts off. The root cause of the battery will not hold a charge is the internal battery failed. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested and returned to the customer. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed: the battery won't hold a charge. After having 100% charge, it dies at 50% life.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the battery will not hold a charge is confirmed. The sr8 will not hold a charge when unplugged from the ac adapter and 50% battery life left the sr8 shuts off. The root cause of the battery will not hold a charge is the internal battery failed. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested and returned to the customer. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed: the battery won't hold a charge. After having 100% charge, it dies at 50% life.

Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed: the battery won't hold a charge. After having 100% charge, it dies at 50% life.